Event description:
It was reported that the patient had left hip revision of femoral loosening, a non stryker product. As introducing bolt to proximal body, the resident over tightened and screw broke. Implant left as is.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained device.

Manufacturer narrative:
An event regarding a fractured locking bolt involving a 19mm mod rev hip body/bolt stdcomponent level (B)(4) was reported. The event was not confirmed. Device evaluation not performed as no device was returned. Medical evaluation not performed as no medical records were provided. There is no indication that patient factors contributed to the reported event. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported screw is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient had left hip revision of femoral loosening, a non stryker product. As introducing bolt to proximal body, the resident over tightened and screw broke. Implant left as is.